Event description:
Acct. Reports that the injection site pulled during removal of the needle lock and all the occurrences happened in one day. States they used to use product 2c5527 and it wasn't until they used 2c5547 that they had problems. No medical intervention required per acct.